Event description:
It was reported that when engaging the cervical plate locking cam, the surgeon inadvertently turned the cam tightener torque handle and shaft counter clockwise, breaking the locking cam. An attempt was made to change the plate. However, the screw was partially covered by the locking cam and the surgeon was concerned that attempts at plate removal could result in harm to the patient. The screw is securely in place and there are no adverse consequences at this time. Concomitant device: skyline screw, catalog number unknown. Skyline cam tightener shaft, 286840000. Skyline cam tightener torque handle, 289707000.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Review of complaint data found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. However, it was reported that the surgeon had inadvertently turned the cam tightener shaft and torque handle counter clockwise. The concomitant device skyline cam tightener torque handle does not limit the amount of torque in the counter clockwise direction and does so only in the clockwise direction as specified in the surgical technique. It is likely that cam breakage was the result of the application of atypical force when turning the cam tightener torque handle in the counter clockwise direction. At this time, the complaint is considered to be closed. Remains in patient.